Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: lo (less than 10 mg/dl) on mobile system and 100 mg/dl on compact system. No adverse event reported. Return of suspect device was requested and replacement was sent.